Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that the pump was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 3 mg/ml for a total dose of 2.7972 mg/day, bupivacaine 30 mg/ml for a total dose of 27.972 mg/day, clonidine 200 mcg/ml for a total dose of 186.48 mcg/day, and compounded baclofen 100 mcg/ml for a total dose of 93.24 mcg/day via an implantable pump for malignant pain and cervical cancer. It was reported that the pump logs showed that a low reservoir alarm and an empty reservoir alarm had occurred. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that device interrogation on 2014-mar-10 revealed a low and empty reservoir alarm had occurred. On (B)(6) 2014 the patient reported worsening pain/pain has worsened. There was no other signs or symptoms of withdrawal. The pump was refilled and reprogrammed on 2014-mar-10. It was noted that the cause of the empty reservoir was due to patient non-compliance as the patient did not schedule a refill appointment. The outcome of the event resolved without sequelae on 2014-mar-10. The device diagnosis was other low and empty reservoir alarm occurred and the clinical diagnosis was worsening pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone, bupivacaine, clonidine, and compounded baclofen) was related. The drug action that caused the event was other-empty pump reservoir. No further complications were reported.

Manufacturer narrative:
Additional review determined that the previously reported information (pump was explanted on (B)(6) 2016) pertains to manufacturer's report # 3007566237-2016-00870 [itching, withdrawal, chills]. Additional information regarding that event will be reported under that manufacturing number. This manufacturing report pertains to the following information: [empty pump and missed refill] medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.